Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that reprocessing was not conducted properly due to leakage from biopsy channel. The user may detect the event by handling the device according to the following instructions for use (IFU). Inspection of the instrument channel. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU. Leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reno videoscope experienced insufficient or incorrect reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.